Event description:
Pt experienced an unexpected postoperative refraction after implantation of the device. The intraocular lens was subsequently removed and replaced. The measured diopter of the returned lens was inconsistent with the labeled diopter.